Event description:
It was reported that when PICC inserter attempted to remove the guidewire, resistance was felt. Could not remove the dermatotomy performed. Attempted to remove the guidewire again with less resistance, pulled firmly to remove. Once removed, a small knot was noted at the end of the guidewire.

Manufacturer narrative:
The complaint of a knot in the guidewire was confirmed but the cause is unk. The product returned for eval was a guidewire. The guidewire was unremarkable except for a knot located 0.2" from the distal end of the sample. Microscope examination revealed that the coils along the coil wire were slightly displaced near the knot in the wire. The exact mechanism which caused the guidewire to get a knot is unk at this time. A lot history review (lhr) of rewg0569 showed no other similar product complaint(s) from this lot number.